Event description:
Caused pain in abdomen and ribs. Heats up when charging battery shocks me in middle of back so much it almost take breath. On (B)(6) 2006, first it caused pain up my ribs and abdomen. It heats up when charging battery. Then last straw for me was when it started shocking me up in the middle of back below shoulder blades. From 2009 to date surgery spot where implant is, is tender. Even when it stimulated it left my muscle sore. More pain and soreness I have requested for two years to have removed.